Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrectomy procedure, the device failed to fire and complete the staple line. The blade was stopped in the middle of the firing, making it impossible to continue. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.